Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the pm pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The biomed reported to philip's remote service engineer (rse) unit will not power on. There was no patient involvement when the issue was discovered; there was no patient or user harm reported. The biomed indicated the power on button is amber and the battery indicator is amber. No response from the power-on button. Alternating current (ac) connected and battery connected would not start. Direct current (dc) connected with no ac would not start. Ac power with the battery disconnected, the unit would start. Biomed confirmed battery manufacture date 2019 and battery voltage is 16.7 volts and power management board is (B)(4). The rse dispatched a field service engineer (fse) to the field for power management board replacement.